Event description:
Pt had medtronic permanent transvenous pacemaker implanted which malfunctioned (failure to capture). Leads replaced x 3 before operators informed of the requirement of sheath adaptor in order for lead to properly function.